Event description:
It was reported that during a training/demo of the da vinci system, error 319 repeatedly occurred and the training ultimately had to be stopped. Live logs were reviewed and showed error 319 indicating the surgeon display controller touchpad (sdct) (ssc advanced display driver (sadd) board) node not present. Additional errors 170 and 31089 were also observed, indicating a blue fiber cable communication loss between the surgeon side console (ssc) and vision side cart (vsc). There was no report of patient involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse investigated recurring errors 319 and 297 and initially observed surgeon side console (ssc) advanced display driver (sadd) node dropouts in diagnostics, leading to a sadd replacement attempt. The replacement sadd failed to program, indicating the issue was not the board itself. Further inspection identified a fault in the sadd fiber communication path between the card cage and harness. Using a jumper fiber, the fse successfully completed sadd programming and eliminated the errors at boot. No further errors were captured after the hiroshe jumper fiber replacement. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The sadd was analyzed and error logs were reviewed in artemis/lighthouse and confirmed that error 307 was triggered in the field. Upon visual inspection, no issues were found that would be related to the reported event. Unit was installed on the known good in-house system and system powered up normally without any errors. The system was power cycled multiple times and still no issues. The system was left idle for quite some time and system still did not trigger any errors. The complaint was confirmed but not replicated based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported event was an intermittent communication failure within the sadd fiber optic path between the card cage and wiring harness. Field troubleshooting demonstrated that errors 319 and 297 were eliminated after hiroshe jumper fiber replacement, confirming the issue was related to the communication path rather than the sadd board itself. Failure analysis of the returned sadd confirmed but did not reproduce the reported errors and showed no functional or visual defects, indicating that the device may have intermittently contributed to the reported issue.